Event description:
The customer contacted stryker to report that their electrodes were not working with the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated and the cause of the reported issue could not be determined. The customer was provided with a replacement electrodes to resolve the issue.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their electrodes were not working with the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.